Event description:
It was reported that during a carotid artery stenting procedure, after xact stent deployment, the patient experienced a moment of non-responsiveness followed by left hand weakness. Later in the day, a CT scan showed a subarachnoid hemorrhage. The following day, CT results showed multiple small infarcts in the right hemisphere. No treatment was provided. On (B)(6) 2010, the neurological symptoms resolved and the patient was discharged home. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Embolic protection: emboshield (B)(4). There was no reported product deficiency. The reported intracranial hemorrhage (hemorrhage) and cerebrovascular accident (stroke or other neurological complications) are known adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.